Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: h4, h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) year since the subject device was manufactured. Based on the results of the investigation, the breakage of the bending section was confirmed, therefore, olympus presumed that the suggested event was caused since the bending mechanism had a defect due to some external stress, failing to operate the angulation control knob. The urf-v2 instruction manual operation manual¿ chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope exhibited deterioration of the angulation mechanism by rust. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.